Event description:
A clinical incident involving a twinlock implant was reported to arthrocare corporation. During a rotator cuff repair, the metal tip of the implant came off the edge of the device within the patient's shoulder. The device was removed and a search to find the foreign body showed it was in the inferior recess of the glenohumeral joint. The metallic tip was able to be pulled through the anterior portal and the device was then trapped within the soft tissue of the patient's subcutaneous skin. The incision was extended and a visual inspection using retractors was unsuccessful. Using a c-arm, the device was located and removed from anterior to glenohumeral joint.

Manufacturer narrative:
Since the device was not available for investigation and the lot number was not provided, a complete investigation could not be performed. No conclusion can be made. (B) (4). (B) (4)